Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product as vega ps tibial. As a result of having the product implanted, the patient experienced pain and swelling in left knee and difficulty walking. It is alleged that a computed tomography (CT) scan showed loosening and movement of the implant components, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2017, and the revision surgery occurred on (B)(6) 2020. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nx013z (ps femur cemented f6n lt) - 51974515. The cement used is unidentified. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.